Manufacturer narrative:
Additional information was provided by the customer. The device was confirmed by the customer to have been reused on the same patient and washed at least twice using 96% alcohol between the uses, which is not in accordance with it's intended use as a single-use device. Visual inspection identified material degradation at the distal tip, described as melted and hardened. The fragment detachment occured during the navigation and suction phase without resistance or challenging anatomically conditions. Post-use inspection confirmed visible damage to the distal tip, consistent with the chemical exposure and reuse, which may have contributed to material weakening and fragment detachment. Review of manufacturing records have not identified any abnormalities that could contribute to the reported failure. Failure was verified on the returned sample. The cause was due to abnormal use involving reuse of a single-use device and washing with 96% alcohol leading to chemical-induced material degradation at the distal tip. This resulted in loosening of the bending cover, weakening of the adhesive and subsequent detachment of adhesive fragment.

Event description:
A small piece of plastic came off the tip of the ascope and entered the patient's lung during the bronchoscopic procedure. The doctors were able to remove the piece of plastic during the operation.